Event description:
The pt has had a similar pump implanted a year ago. This particular pump was implanted for pain control. The pt left the facility the same day without any problems. Pt died of cardiac arrest as reported.